Manufacturer narrative:
No details provided. No part number or lot numbers were not provided. Surgeon unavailable to provide further details. No revision was performed, but revision maybe required. Since the device remains in patient and was not returned, the device could not be evaluated. Additionally, no images of the device or event radiographs were provided for analysis. Complaint cannot be confirmed. Unknown factors include: duration of implantation, patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of pseudarthrosis, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause or specific failure mode cannot be determined.

Event description:
Reportedly patient had posterior migration (back out) of ventana p/t cage. No details provided.